Event description:
It was reported that the patient was in the operating room for a lead revision after she experienced a loss of therapeutic effect. The hcp had seen some open circuits, but could not remember which electrode combinations. The patient's 3093 lead was explanted, and it was noted that there were no visible fractures. The lead was replaced with a 3889. When the new lead was connected to the neurostimulator impedances above 4,000 ohms were seen on all, but three electrode combinations. The hcp disconnected and cleaned the lead three times with no change in impedances. As the patient had both sensory and motor response with the lead, it was determined that the issue lay with the implantable neurostimulator (ins). The ins was explanted and replaced.

Manufacturer narrative:
Final analysis of neurostimulator model # 3058 (B)(4) showed no anomaly found.

Manufacturer narrative:
Lead model 3093-28, lot# v534979, implanted: 2010 (B)(4), explanted: 2012 (B)(6), lead model 3889, lot# unknown, implan ted: 2012 (B)(6), explanted: 2012 (B)(6), programmer model 3037, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.